Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s back was hurting more than normal starting on (B)(6) 2019. The patient got her patient programmer to check the implant on (B)(6) 2019, and she was getting the elective replacement indicator message and then the end of service message. The stimulator was not working at all for her pain at that point. The patient tried to connect with the implant at the time of the report and saw poor communication on the patient programmer. There was an allegation of dissatisfaction with the longevity of the device. The patient was told that her implantable neurostimulator would last nine years, but it only lasted three years. The patient indicated that she does not want to get the battery replaced. There were no further complications reported.